Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (4). Same case as 2134265-2010-02280. Same patient as 2134265-2009-01163 & 2134265-2009-01162. It was reported that following a coronary artery stenting procedure, the patient experienced restenosis. The lesions being treated were located in mid left anterior descending (mid lad) artery and distal left anterior descending (dist lad) artery. The mid lad was de nova, 90% stenosed, lesion with a diameter of 3.00mm, and the length of the lesion was 16.0mm. The physician treated the lesion with pre-dilatation with a balloon at 14atms, then placement of a 3.00x20mm taxus express2 study stent at 18atms without post-dilatation. After the treatment, it was confirmed that the lesion was 25% stenosed. The distal lad was de nova, 90% stenosed, lesion diameter was 2.50mm and the length of the lesion was 12.0mm. The physician treated the lesion with pre-dilation with a balloon at 6atms, and successful placement of a 2.50x16mm taxus express2 study stent at 12atms without post-dilatation. It was observed with an ivus catheter, that the stents were apposed properly and the lesion had 0% stenosis. The patient was discharged the next day. At 553 days after the index procedure the patient experienced restenosis. The patient was hospitalized and pci in the mid lad was performed. The lesion was 3.00mm;13mm long, 90% stenosed with timi flow 3. Post treatment stenosis was 25%. The patient improved and was discharged 1 day later. At the 2 year follow-up the patient had no angina symptoms.